Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 22-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal septal operation (deviated septum repair) in 2016, dehydration in 2015, sunstroke in 2015 and pyelonephritis in 2015. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced premature menopause ("early menopause"). In 2014, the patient experienced conjunctival disorder ("conjunctival requiring 6 months to resolve"). In 2015, the patient experienced tendonitis ("tendinitis in left arm"). In 2016, the patient experienced rhinitis ("nasal infection after surgery"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel"), amenorrhoea ("menolipsis"), abdominal distension ("bloating/ swollen abdomen"), pruritus ("itching all over body"), headache ("headache"), dizziness ("dizziness"), dry skin ("dry skin"), dry eye ("dry eyes"), dry throat ("dry throat"), thirst ("very thirsty"), ear pruritus ("itching of auditory canal"), paranasal sinus inflammation ("sinus inflammation"), dry mouth ("dry mouth"), nasal dryness ("absence of nasal secretion/ dry nose"), nasal congestion ("after surgery, nose was still plugged"), feeling of body temperature change ("constant feeling of cold, of hot"), nausea ("nausea"), flatulence ("flatulence"), gastrointestinal sounds abnormal ("abdominal noises"), constipation ("constipation"), fatigue ("fatigue"), poor quality sleep ("poor sleep"), insomnia ("insomnia"), arthralgia ("joint and tendon pain"), joint noise ("cracking joints"), muscle atrophy ("muscle atrophy"), gait disturbance ("difficulty walking a long time or holding things in hands"), paraesthesia ("electricity all over the body"), coordination abnormal ("difficulty walking a long time or holding things in hands"), musculoskeletal stiffness ("muscle stiffness"), limb discomfort ("heaviness in legs"), vision blurred ("blurred vision"), memory impairment ("memory loss"), aphasia ("difficulty finding words"), vertigo ("vertigo"), feeling cold ("feeling cold constantly"), cardiovascular disorder ("circulatory weakness"), toothache ("dental pain"), head discomfort ("head in a vice") and acne ("pimples") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). At the time of the report, the back pain, amenorrhoea, abdominal distension, pruritus, headache, premature menopause, dizziness, dry skin, dry eye, dry throat, thirst, ear pruritus, paranasal sinus inflammation, dry mouth, nasal dryness, rhinitis, nasal congestion, feeling of body temperature change, nausea, flatulence, gastrointestinal sounds abnormal, constipation, weight increased, fatigue, poor quality sleep, insomnia, arthralgia, joint noise, muscle atrophy, gait disturbance, paraesthesia, coordination abnormal, musculoskeletal stiffness, limb discomfort, vision blurred, memory impairment, aphasia, vertigo, feeling cold, cardiovascular disorder, toothache, head discomfort and acne outcome was unknown, the allergy to metals and tendonitis had not resolved and the conjunctival disorder had resolved. The reporter considered abdominal distension, acne, allergy to metals, amenorrhoea, aphasia, arthralgia, back pain, cardiovascular disorder, conjunctival disorder, constipation, coordination abnormal, dizziness, dry eye, dry mouth, dry skin, dry throat, ear pruritus, fatigue, feeling cold, feeling of body temperature change, flatulence, gait disturbance, gastrointestinal sounds abnormal, head discomfort, headache, insomnia, joint noise, limb discomfort, memory impairment, muscle atrophy, musculoskeletal stiffness, nasal congestion, nasal dryness, nausea, paraesthesia, paranasal sinus inflammation, poor quality sleep, premature menopause, pruritus, rhinitis, tendonitis, thirst, toothache, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: in (B)(6) 2017 she learned in the news that all her pain problems come from things that have been put in her body. In (B)(6) 2017 she had them removed, but her allergy to nickel is still there, she had to have a crown removed that had nickel in it, and that is what clogged her nose. Problems after essure removal: 2018: l5-s1 lumbar problem, sciatica, tendinitis in the left foot. 2019: still problems all on the left side, feet, hip, shoulder, on leave in (B)(6) for herniated disc surgery and still on sick leave to this day. 2020: fitted for sleep apnoea, does not sleep anymore without a pill. The left side of her body burns all the time, she has to use insoles to balance her body, physiotherapy sessions, osteopath, appointments with the doctor that never end, can no longer walk 5 km because her body tells her stop, cleaning and other tasks become a chore. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Computerised tomogram - on an unknown date: results: found nothing. Magnetic resonance imaging - on an unknown date: results: found nothing. X-ray - on an unknown date: results: found nothing. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 18-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal septal operation (deviated septum repair) in 2016, dehydration in 2015, sunstroke in 2015 and pyelonephritis in 2015. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced premature menopause ("early menopause"). In 2014, the patient experienced conjunctival disorder ("conjunctival requiring 6 months to resolve"). In 2015, the patient experienced tendonitis ("tendinitis in left arm"). In 2016, the patient experienced rhinitis ("nasal infection after surgery"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel"), amenorrhoea ("menolipsis"), abdominal distension ("bloating/ swollen abdomen"), pruritus ("itching all over body"), headache ("headache"), dizziness ("dizziness"), dry skin ("dry skin"), dry eye ("dry eyes"), dry throat ("dry throat"), thirst ("very thirsty"), ear pruritus ("itching of auditory canal"), paranasal sinus inflammation ("sinus inflammation"), dry mouth ("dry mouth"), nasal dryness ("absence of nasal secretion/ dry nose"), nasal congestion ("after surgery, nose was still plugged"), feeling of body temperature change ("constant feeling of cold, of hot"), nausea ("nausea"), flatulence ("flatulence"), gastrointestinal sounds abnormal ("abdominal noises"), constipation ("constipation"), fatigue ("fatigue"), poor quality sleep ("poor sleep"), insomnia ("insomnia"), arthralgia ("joint and tendon pain"), joint noise ("cracking joints"), muscle atrophy ("muscle atrophy"), gait disturbance ("difficulty walking a long time or holding things in hands"), paraesthesia ("electricity all over the body"), coordination abnormal ("difficulty walking a long time or holding things in hands"), musculoskeletal stiffness ("muscle stiffness"), limb discomfort ("heaviness in legs"), vision blurred ("blurred vision"), memory impairment ("memory loss"), aphasia ("difficulty finding words"), vertigo ("vertigo"), feeling cold ("feeling cold constantly"), cardiovascular disorder ("circulatory weakness"), toothache ("dental pain"), head discomfort ("head in a vice") and acne ("pimples") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). At the time of the report, the back pain, amenorrhoea, abdominal distension, pruritus, headache, premature menopause, dizziness, dry skin, dry eye, dry throat, thirst, ear pruritus, paranasal sinus inflammation, dry mouth, nasal dryness, rhinitis, nasal congestion, feeling of body temperature change, nausea, flatulence, gastrointestinal sounds abnormal, constipation, weight increased, fatigue, poor quality sleep, insomnia, arthralgia, joint noise, muscle atrophy, gait disturbance, paraesthesia, coordination abnormal, musculoskeletal stiffness, limb discomfort, vision blurred, memory impairment, aphasia, vertigo, feeling cold, cardiovascular disorder, toothache, head discomfort and acne outcome was unknown, the allergy to metals and tendonitis had not resolved and the conjunctival disorder had resolved. The reporter considered abdominal distension, acne, allergy to metals, amenorrhoea, aphasia, arthralgia, back pain, cardiovascular disorder, conjunctival disorder, constipation, coordination abnormal, dizziness, dry eye, dry mouth, dry skin, dry throat, ear pruritus, fatigue, feeling cold, feeling of body temperature change, flatulence, gait disturbance, gastrointestinal sounds abnormal, head discomfort, headache, insomnia, joint noise, limb discomfort, memory impairment, muscle atrophy, musculoskeletal stiffness, nasal congestion, nasal dryness, nausea, paraesthesia, paranasal sinus inflammation, poor quality sleep, premature menopause, pruritus, rhinitis, tendonitis, thirst, toothache, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: in aug-2017 she learned in the news that all her pain problems come from things that have been put in her body. In (B)(6) 2017 she had them removed, but her allergy to nickel is still there, she had to have a crown removed that had nickel in it, and that is what clogged her nose. Problems after essure removal: 2018: l5-s1 lumbar problem, sciatica, tendinitis in the left foot. 2019: still problems all on the left side, feet, hip, shoulder, on leave in october for herniated disc surgery and still on sick leave to this day. 2020: fitted for sleep apnoea, does not sleep anymore without a pill. The left side of her body burns all the time, she has to use insoles to balance her body, physiotherapy sessions, osteopath, appointments with the doctor that never end, can no longer walk 5 km because her body tells her stop, cleaning and other tasks become a chore. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Computerised tomogram - on an unknown date: results: found nothing. Magnetic resonance imaging - on an unknown date: results: found nothing. X-ray - on an unknown date: results: found nothing. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-jan-2021: events: menolipsis; headache; dry nose; dry throat; electricity all over the body; vertigo; feeling cold constantly; circulatory weakness; dental pain; l5-s1 vertebrae problem; head in a vice; pimples and constipation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.